Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 15-sep-2025, the user reported elevated blood glucose (bg) levels for approximately 1.5¿2 hours. Upon inspection, the user discovered a bent cannula on their 23" 6 mm teflon inset infusion set. The agent guided the user through replacing the infusion site, filling the tubing and cannula, and resuming insulin delivery. The highest blood glucose (bg) recorded was 495 mg/dl. Bg was corrected after the supply change. The user reported nausea but no other symptoms. No medical intervention was required.